Event description:
Customer reported the following: "while in patient use on adult arpv mode (thigh 4 sec, tlow .9sec, high 25cmh20, plow 0, psv 25cmh20, fio2 90 percent) the unit switched to CPAP psv mode. Issue noted during rt patient rounds. Issue noted more than once. Rt removed the patient and placed on another ventilator. No harm noted." The customer requested field service to assist with the issue.

Manufacturer narrative:
(B)(4). Carefusion technical support dispatched field service to evaluate and repair the unit.